Event description:
The modules from this device were returned to zoll medical for an unrelated issue. Upon testing at zoll's service department, the modules caused the associated defibrillator to display "pacer fault 116," "pacer disabled," and "defib disabled" messages. There was no pt involvement in the reported malfunction.